Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, prolapsed posterior commissural, and dilated left atrium. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred, and upon advancing the clip into the ventricle, an unintended rotation occurred, which was manually corrected, and grasping was performed. After the second grasping attempt, rotation of the clip was observed, and attempts were made to correct it. However, the clip became caught in chordae. Troubleshooting to remove the clip from chordae was performed but was not successful. Eventually, the clip was released from the chordae and withdrawn back into the atrium. However, an anterior chordae rupture was observed. The clip was then implanted on both leaflets, with chordae. To stabilize the clip, a second clip was then inserted and deployed medial to the first clip, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue resulting in entrapment of device associated with clip becoming caught in anatomy could not be determined. The image resolution poor was due to equipment and anatomy (commissural prolapse). Tissue injury appears to re related to troubleshooting attempt during clip caught on the chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code:

Event description:
N/a